Manufacturer narrative:
The user checked the subject ch-s400-xz-eb and the otv-s400 after the procedure as followings. -the user connected another camera head to the otv-s400. No abnormality was found. -the user connected the subject ch-s400-xz-eb to another otv-s400. The same error as when this phenomenon occurred was displayed. The evaluator of olympus checked the subject ch-s400-xz-eb. There was no abnormality on the subject ch-s400-xz-eb. The subject ch-s400-xz-eb was not returned to omsc. Omsc checked the design history record of the subject ch-s400-xz-eb and no abnormality was found. Omsc could not identify the root cause because there was no abnormality in the subject ch-s400-xz-eb. Based on these investigations, omsc surmised that this phenomenon might have been occurred by the following. -the abnormality was occurred in the signal between the subject ch-s400-xz-eb and the otv-s400 temporarily because there were foreign materials (e.g. Moisture) adhered to the connecter of the subject ch-s400-xz-eb. Therefore this phenomenon occurred. Ch-s400-xz-eb instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The user connected the subject ch-s400-xz-eb to the otv-s400 at the start of the laparoscopic surgery. However the otv-s400 did not recognize the subject ch-s400-xz-eb. The user checked the connection between the subject ch-s400-xz-eb and the otv-s400 and rebooted the otv-s400. The endoscopic image was displayed even though it was dark. The endoscopic image disappeared during the procedure. The user replaced the otv-s400 with another otv-s400, however the error message e215 meaning the scope data error was displayed on the otv-s400. The endoscopic image was displayed even though it was dark. The user continued to do the procedure. In addition, the user replaced the subject ch-s400-xz-eb with another ch-s400-xz-eb and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".